Event description:
Description from the customer report: "customer stated that after 41 days of therapy they were surprised to see blood clots in hls module. No pt death or harm." (B)(4).

Manufacturer narrative:
Based on the reported event and our investigations, the reported event is caused by use that is beyond the usage described in our labeling and cleared intended use. The instructions for use (IFU) art. # 70105.2895, common device name: cardiohelp system us-03) clearly state the following: chapter 1.2: intended use: "the cardiohelp system in configuration with the hls/hit set advanced is intended to be used within the hosp environment and outside the hosp environment (for periods up to six hours), e.g. For intra- and inter-hospital transport." Additional info: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.